Manufacturer narrative:
The customer provided a printout documenting the problem reported. Testing at the customer's site could not duplicate the problem. Testing on similar equipment at spacelabs (B)(4) facility could not reproduce the problem. The hospital's equipment configuration was evaluated; the software in the (B)(4) recorded was the original software installed at the time of manufacture (2003), other portions of the monitoring system were identified as having more recent software. As a precaution, the software in the recorded module was updated to the current version. This problem has been seen one time. This initial report is considered the final report and the issue closed.

Event description:
A customer reported that the header pt info does not match the edge annotation pt info on one strip recording. The customer reported that this occurred only one time and has not happened since.